Event description:
Philips received a report from a customer reporting that while positioning the pt, the table moved up and in when the up button was pressed. There was no report of harm to the pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).